Event description:
Customer reported that the pump screen was not functioning, remaining dark despite attempts to activate it. This issue resulted in the customer's blood glucose level exceeding 500 mg/dl, though the exact value was unknown. Customer took corrective action by administering a correction injection using an alternate method and did not require third-party assistance. Technical support tried various troubleshooting steps, but the pump screen failed to turn on, leading to the decision to replace the pump. Customer was advised on using an alternate form of insulin delivery and instructed on procedures related to receiving and returning the pump. Replacement pump was dispatched, and customer acknowledged the instructions.